Event description:
It was reported that the drill guides (388.393 and 03.614.011) are rusting, the torque limiting handle (30.614.035) do not work properly, the rod cutter (03.614.021) has a dull blade and does not cut well, the persuader (03.614.027) is rusting, the quick coupling handles (324.107) are rusty, and the depth gauge (03.161.028) is broken. This is report 5 of 6 for this event.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. It was discovered through review of the complaint, that the part was missing a manufacturing evaluation. The product had already been sent for disposal on (B)(4) 2012 and melted down for scrap. No manufacturing evaluation can be performed on this part.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 5 of 6 for this (B)(4).